Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving fentanyl with concentration 2,500 mcg/ml at a dose rate of 873 mcg/day via an implantable pump for non-malignant pain, failed back surgery syndrome, and chronic low back pain. It was reported that a pump motor stall occurred. The pump was interrogated at a managing physician's office. The motor stall had not recovered. Environmental/external/patient factors that may have led or contributed to the issue was noted as being none. The patient was to be admitted to hospital on (B)(6) 2016 where the replacing surgeon would see the patient. The replacing surgeon was notified and said if patient will go be admitted to hospital he will see him as soon as possible. Surgical intervention/ pump replacement was not yet scheduled but was planned. The issue was unresolved as of (B)(6) 2016. The patient was without injury regarding their status as of (B)(6) 2016. Other medication the patient was receiving at the time of the event was unable to be obtained. On (B)(6) 2016, a company representative reported that the patient was admitted to the hospital on (B)(6) 2016 and the pump was replaced that evening. The cause of the motor stall was unknown. The pump was to be sent back to the manufacturer for analysis after it clears pathology at the hospital. No patient symptom was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.